Manufacturer narrative:
The sample consisted of a 7.4 cm long segment of 6 mm i.d. Fep ringed gore-tex vascular graft. One end was squarely cut; the opposite end appeared somewhat raggedly cut. Approx 3 cm from the squarely cut end, a 1.6 cm thick by 3 cm wide gelatinous, semi-firm, yellow mass was observed along one aspect of the graft. The opposite aspect was covered with fibrous and some adipose tissue. The remainder of the graft outer surface was intermittently covered with fragments of fibrous and adipose tissue. Red-brown, non-occlusive clot was evident in the graft lumen. The graft wall was mottled light to dark brown. Two sections were taken for examination with the light microscope. Section 4-0397-1a was a longitudinal section taken through the graft and the gelatinous mass. Section 4-0397-1b was another longitudinal section taken through the ragged-appearing end. One aspect of this anastomosis was covered by the protein coagulum. No suture material was evident within the suture hole. The hole was filled with the same protein coagulum material as present in the surrounding capsule. For a distance of approx 6 mm, the coagulum was evident directly adjacent to the graft outer surface. The graft outer surface preceding and following this area, were covered with firmly adherent fibrous tissue. There was no evidence of bacteria in the sections viewed. The entire 2.5 cm long graft segment was surrounding by a 4 cm by 3 cm large, firm, white to yellow colored gelatinous mass. One graft end was squarely cut; the opposite end appeared raggedly cut. At the square end, blue monofilament suture material was evident. The entire graft segment, including the mass, was bisected. The graft luminal surface was lined with red-brown clot. The lumen appeared compressed from a diameter of 6 mm to a diameter of 2 mm. One end of the .9 mm long graft segment was anastomosed to host vessel. Blue monofilament suture material was used to complete the anastomosis. The opposite graft end was raggedly cut. The graft wall was tan. Thin red-brown clot was observed on the graft luminal surface. The host vessel was cut open. The host vessel appeared tan, elastic. No abnormalities were noted. The protein coagulum noted around the entire graft circumference was not encapsulated by a firm fibrous tissue capsule. In addition, the graft wall was only scantly filled with thin proteinaceous material and a few erythrocytes. Areas of the luminal surface were devoid of cellular/tissue attachement. In other regions, thin, small fragments of a protein-blood cell matrix were present on the luminal surface. The graft section anastomosed to the host vessel, also showed evidence of a graft-to-graft anastomosis. Conclusion: histological analysis of the returned graft samples was consistent with observations of a low-grade, ongoing transmural plasma leakage and formation of a plasma coagulum evident with both samples. In addition, one of the graft-to-graft anastomosis evident in one of the returned graft samples

Event description:
The graft was placed as a forearm loop for dialysis access. The graft functioned well for approx four yrs. At that time, the graft was revised. Within four weeks following the revision, a small "bump" developed over the arterial anastomosis. The arterial anastomotic graft section was removed and replaced with a graft interposition. Wihtin two weeks, the "bump" re-developed, was removed and replaced with another interposition. At the same time, a similar "bump" had developed over the venous anastomosis. The areas involving the "bumps" were removed and sent for exam. Another graft was placed.